Manufacturer narrative:
Insulin pump received with a compromised force sensor alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unit received with cracked battery tube threads and unit received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 305 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.